Event description:
Medline guard es select gloves in large & small are stuck together, have tears, or rip on donning- potential risk of ppe staff contamination/harm/risk of infection. Patient code: 4582. Device codes: 4008, 4012. Reference report# mw5183820, mw5183821, mw5183822.